Manufacturer narrative:
The device eval report has been completed and the customer complaint was confirmed in the logs; however, no failure was identified.

Event description:
Received info stating customer's pump unexpectedly reset. Reportedly, the customer's blood glucose (bg) level was not impacted; however, customer stated bg was a little low. The customer took some sugar and was reported as fine.